Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the half height drawer 2.1 was not open. A field service engineer found that the bearing cage jammed and replaced the drawer to resolve this issue. Preventative maintenance has performed. The system functioned as intended after field service engineer troubleshoot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es station was not turn on. Customer stated that there was a user can manage to get the medication from other station and there was no delay in patient care workflow. There were no adverse events or injuries reported based on this event.